Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet device was dropped, resulting in a cracked screen, while blood glucose levels reportedly remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy and no medical intervention. Investigation included collection of event details and return of the damaged device for assessment. Investigation of this case revealed damage to the device¿s display from accidental physical impact, with no reported device alarms or performance issues. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.